Manufacturer narrative:
Additional information: d9, e1(facility name), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the small piece of the distal end of the cover tube near the load graphic was broken off. Functionally, the instrument was successfully loaded with a representative single use loading unit. The instrument successfully clamped, cycled fully, opened, and unloaded repeatedly without difficulty. It was reported that the instrument would not fire. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of a broken shaft. The product analysis noted evidence that the device was not used as intended. This issue may occur due to over flexure of the reload while attached to the instrument. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: ensure that the black return knob on the instrument is pulled back completely and the articulation lever is neutral (0° relative) to the instrument. Cycle the instrument to confirm proper loading of the reload. To do so, squeeze the handle once to close the jaws of the reload. Push the black loop handle all of the way forward or pull back on the black return knob and confirm that the reload jaws open fully. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic lobectomy, while removing a pulmonary vein tissue, the device did not fire. The surgeon was able to press the green button but was unable to squeeze the handle. Another handle had the same issue. Another device from another manufacturer was used to complete the case. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap, (lot #p2e0208s) egia45ctavm, egia45ctavm egia45 curved vas med sulu, (lot #n2f0451y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.